Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. A jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient in 2008. According to the complainant, "[a second device was used in the] partial sphincterotomy. ... [And] the cut wire broke." The physician completed the procedure with a jagtome rx sphincterotome. No patient complications were reported as a result of this issue and the patient was "stable" following the procedure. Refer to associated manufacturer report #3005099803-2008-00380 for a description of the first event.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was bent and broken. The broken and bent end of the cutting wire had a blackened appearance (see figure 1, page 3), which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include: improper tome position allowed the cutting wire to abut the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database identified one additional complaint for this lot, from the same customer (see associated manufacturer report). The device history record for this lot was reviewed; no anomalies were noted. The february 2008, 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.